Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed cassette sensor error . There was no reported patient involvement.

Manufacturer narrative:
D9: 17-may-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. However, the cause was traced to the latch lock, as the latch lock was damaged and therefore unable to lock. The device is not usable in this condition, and the latch lock damage is not considered a reportable malfunction. The device was repaired and following repairs passed all testing.